Manufacturer narrative:
The operator detected that the keys on the interaction panel (ip) did not function properly. The ventilation of the patient was not interrupted. The service technician checked the device and replaced the ip key and led board. After replacement, and checking all functions of the ventilator using the service software, the device was found functional and was released. Root cause is the electronic defect on ip key and led board.

Event description:
Hamilton medical ag received the following incident description: all buttons can no longer be operated. Ventilation can only be stopped using the on/off switch.

Event description:
Hamilton medical ag received the following incident description: all buttons can no longer be operated. Ventilation can only be stopped using the on/off switch.

Manufacturer narrative:
The operator detected that the keys on the interaction panel (ip) did not function properly. The ventilation of the patient was not interrupted. The service technician checked the device and replaced the ip key and led board. After replacement and checking all functions of the ventilator using the service software, the device was found functional and was released. Root cause is the electronic defect on ip key and led board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.